Manufacturer narrative:
Patient information was unavailable from the site. No 510k provided due to this issue being reported on a similar device. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spinal procedure. It was reported that three screws deviated in the cervical spine. There was no problem with other screws. The deviated screws were re-inserted. The cause was considered to be that the bone was hard rather than a mechanical malfunction of the navigation system.